Manufacturer narrative:
Product event summary: an image file and the afapro28 balloon catheter with lot number 26504 were returned and analyzed. One image file was returned. The attached photo showed the mapping catheter and the balloon catheter placed on the table. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50032 (indicating that the safety system detected a compromised outer vacuum). During insertion of the lab test achieve catheter, the achieve was blocked at 1.5 inches from the tip and the guide wire lumen was kinked and twisted at 1.5 inches from the tip. During pressure testing of the balloon segment, an inner balloon breach (pinhole) was observed. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. During in spection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 1.5 inches proximal to the catheter tip. In conclusion, the reported issue (mapping catheter perforated the balloon catheter) was not confirmed though the data anal ysis. The balloon catheter failed return inspection due to an inner balloon breach (pinhole) and the guide wire lumen was kinked and twisted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the achieve advance catheter perforated the arctic front balloon and had to be replaced to resolve the issue. After a new catheter was introduced, the procedure was completed. No patient symptoms or complications were reported, and no medical or surgical intervention was needed to prevent permanent impairment of function. The patient was not under general anesthesia, did not require extended hospitalization, and experienced no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected d 10. Concomitant prod corrected h3. Device evaluated?: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.